Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient felt high but slept, passed out and woke up on the floor. He called 911. Medical staff checked a fingerstick bg which was 33 mg/dl while the cgm was showing 168 mg/dl. He stated that he was given a shot to wake him up but he does not know what the medication was. At the time of the report the patient was stable and back at home. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.